Event description:
It was reported by service report that the head section would not lock due to broken trigger locks and a missing release handle. It is unknown if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Release handle; trigger lock.